Event description:
It was reported that the speed was unstable. A 1.50mm rotapro was selected for use. During the procedure, it was observed that the burr speed fluctuated significantly, ranging from 20,000rpm to 175,000rpm, and could not be controlled even though it was set to 165,000rpm. Additionally, the device only achieved 70,000rpm in dynaglide mode. Consequently, the procedure could not be completed due to these issues. No patient complications were reported.